Manufacturer narrative:
Insulin pump passed operating current and displacement test; however, compromised force sensor system alarm during prime/compromised force sensor system alarm test at 4 lbs. And motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, and cracked battery tube threads. No cracks on the lcd screen just minor scratched noted.

Event description:
The customer reported via phone call that the insulin pump had three chips and cracks. The damage was located on the insulin pump's reservoir area top ring, the cylinder area where the battery is inserted, and the threads of the cap screen were cracked. The screen was also a little cracked and popped. Customer's blood glucose level was 228 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.